Manufacturer narrative:
The returned device was evaluated. Fluid was successfully able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. The soft cannula was observed to be stretched beyond the specifications. The timing and cause of this damage is unknown. Although the soft cannula was stretched, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. The formed needle and bottom housing were inspected for damages or defects that could cause skin irritation and none were found. The exact cause of the skin irritation could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 24 and 36 hours on the abdomen. No information was provided on how the hyperglycemia was treated.